Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet touchscreen was unresponsive, though the device was powered on and displayed content; after troubleshooting steps including cleaning the screen and attempting input with a stylus, the patient restarted the device and all buttons functioned properly, indicating a temporary device interface malfunction. Symptoms included no adverse health effects and no impact to blood glucose. Outcomes included no medical intervention and no interruption to diabetes therapy. Investigation included technical troubleshooting and user education. Investigation of this case revealed no persistent malfunction after reboot and no alarms. It was concluded that the issue resolved with a device restart and no further action was required.